Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there is severe corrosion built up inside the internal components.

Event description:
It was reported that the device would not grab a pin during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.